Manufacturer narrative:
Product investigation summary: the investigation of the complained pulling device has shown that approximately 27mm of the tip section broke off. The broken piece was not returned. Because of the damage, the complaint relevant dimensions cannot be checked against print specifications. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 8657897 was manufactured in november, 2013. The hardness of the material was within specifications (between 600 +/-20 hv0.5). The broken surface is homogenous, which indicates material conformity as well. Unfortunately, the exact cause of the breakage cannot be determined. It is likely that a mechanical overload situation by applying too much force during a pulling maneuver led to this breakage. The scenario provided would also explain the clearly visible, heavy stress marks at the bottom of the nut. Based on these findings, the cause of failure is not likely due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 04, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the checking of the loan set it was noted an instrument was broken. There was no patient or procedure involvement. This is report 1 of 1 for com-(B)(4).